Manufacturer narrative:
G2: foreign - event occurred in japan. An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that before surgery, ii was found that foreign substances, which looked like white powder, were present inside the sterile tray. There was no patient involvement. Due diligence is complete and there is no additional information available.